Event description:
It is reported that during surgery the reamer jammed on guidepin and broke. Pieces of reamer remain implanted.

Manufacturer narrative:
H3: evaluation summary: there is not enough information to investigate the potential cause of the reported incident. The design review/assurance document indicates that the interface dimensions are as per the requirement of the device. H6: evaluation codes: no product was returned for evaluation. Device history records indicate that the device was manufactured and packaged to specification.